Event description:
As reported, there is an issue with attaching a syringe to the manifold within the angiographic convenience kit. The problem is believed to be with the manifold male luer fitting. The connection with the syringe is either loose or cannot be achieved at all. They are concerned about the possibility of air injection, although this has not occurred and there has been no patient injury. A sample is being returned.

Manufacturer narrative:
Although it has been reported that the used device will be returned, it has not yet been received by the manufacturer; therefore, a failure analysis is not yet available. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.